Manufacturer narrative:
Patient identifier, date of birth and weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed on part # 338.20, lot# 6841030: release to warehouse date: 18-jan-2012, expiration date: n/a, manufactured by synthes (B)(4). Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a prophylactic fixation of femoral neck bone lesion/cyst using dynamic hip screw (dhs) on (B)(6) 2017. After removing the lesion/cyst from the hip, surgeon used a competitor¿s bone graft to fill the void. Surgeon decided to add a dhs system on the side of the femur to provide structural support and to prevent a fracture. Surgeon assembled the lag screw insertion construct which consisted of a wrench, centering sleeve, coupling screw and guide shaft. While impacting the plate down using an impactor, the coupling screw broke. Fragments were easily removed without requiring intervention. In addition, during the insertion of the plate, the bone graft in the void was squirting out and binding onto the instrumentations. While using a competitor¿s conical extractor to remove the tip of the coupling screw, the tip of the lag screw got damaged and flared out. Additionally, surgeon had difficulty disassembling the wrench and centering sleeve. It was noted that the difficulty could be caused by the excess bone graft gumming on the wrench and centering sleeve. The devices are disassembled. A new set was flashed/quickly sterilized. Surgeon replaced all instrumentations and used a smaller lag screw. The same plate was used and implanted. Standard intraoperative x-rays were taken. Procedure was successfully completed with a thirty minutes surgical delay. The delay was due to removing the broken coupling screw. No other medical intervention required. Patient status/outcome was reported as stable. Concomitant devices reported: dhs/dcs guide shaft with flats (part# 338.23, lot# unknown, qty 1), dhs/dcs impactor (part# 338.28, lot# unknown, qty 1), 135 degrees dhs plate - standard barrel 2 holes/46mm (part# 281.102, lot# unknown, qty 1), competitor's conical extractor (part# unknown, lot# unknown, qty 1). This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed. The 338.20 lot number 6841030 dhs/dcs coupling screw was returned and reported to have broken during surgery. This complaint condition was likely caused by over five years of consistent use; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The returned 338.23 dhs/dcs guide shaft with unknown lot number and proximal handle piece of the 338.28 dhs/dcs impactor with unknown lot number were received without allegation or identifiable complaint condition and therefore an investigation will not be performed for this part. The 338.20 dhs/dcs coupling screw and 280.800 dhs/dcs lag screw are devices routinely used in the dhs/dcs dynamic hip and condylar screw system per relevant technique guide. The coupling screw was returned and reported to have broken during surgery. This condition is confirmed; the threaded distal tip has sheared off and was not returned. It is likely that over five years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 1/2012 and is over five years old. The balance of the returned device is in otherwise fair condition with only some superficial wear. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned coupling screw does agree with the complaint description. Whether the complaint condition for this coupling screw can be replicated is not applicable for this condition. Rework work order was produced to swab the inner diameters of the 338.20 lot number 6841030 coupling screws for black residue. This rework is for residue would have no bearing on the material strength of the coupling screw and therefore would not have contributed to this complaint. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.